Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause was not established due insufficient clinical details and no product or data logs were returned. Device history review: the device passed all post sterile inspection checks.

Event description:
Impella cp support was initiated via femoral access in a 66-year-old female who was admitted with non¿st elevation myocardial infarction and suspected cardiac tamponade, with a history of coronary artery disease and renal insufficiency. She required high-dose inotropes, vasopressors, and mechanical ventilation. Pericardiocentesis was performed with large-volume drainage, and an impella cp device was placed via femoral access for ongoing hemodynamic instability. Coronary angiography demonstrated significant multivessel disease, and percutaneous transluminal coronary angioplasty with stent placement to the left anterior descending artery was performed. Following transfer to the intensive care unit, the patient developed recurrent hemodynamic deterioration associated with continued pericardial drainage and loss of arterial contractility. Emergent surgical exploration identified right ventricular perforation, which was repaired. The impella remained in use throughout management with intermittent reduction in support due to suction events. Despite aggressive medical, interventional, and surgical management, the patient developed refractory cardiogenic shock. The impella cp will be coded for the following. Hemodynamic instability, low blocked pump flow, and death. The death is conservatively reported and occurred in the context of severe cardiogenic shock, right ventricular perforation with tamponade, extensive coronary artery disease, renal insufficiency, and the complexity of emergent interventional and surgical procedures required for stabilization. The patient was classified as society for cardiovascular angiography and interventions stage e shock and required continuous inotropic support, vasopressors, and mechanical ventilation throughout the clinical course. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The patient expired.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.